Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance from technical support, and no additional actions were required.